Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion from the left posterior at l4-l5 where infuse was allegedly used. Reportedly, a few months thereafter the patient began to experience ongoing pain in his lower back, left hip, and left leg and could not stand up straight or stay standing for significant periods of time. It was further reported that the patient also experienced extreme pain that was described as "ice picks" in his spine. It was reported that the patient has since been diagnosed with chronic pain syndrome, disorders of soft tissue, pain with range of motion in back flexion and extension, joint inflamation; hyperchylomicronemia, hypogonadism, myalgia and myositis, anxiety, and depression.

Event description:
It was reported that on: (B)(6) 2006: patient got admitted for surgery and was diagnosed pre-operatively with ¿degenerative disk disease, l4-l5.¿ patient unde rwent the following procedure: transforaminal lumbar interbody fusion from left at l4-l5; insertion of a biomechanical interbody device at l4-l5; pedicle screw instrumentation, l4-l5; foraminotomy; use of operating room microscope and microdissection per op-notes: ¿..trial grafts were inserted and the 9 mm graft had a snug fit, therefore, 9 mm x 30 mm peek biomechanical interbody device was pre-packed with sponges containing bone morphogenic protein. An extra sponge of bone morphogenic protein was inserted into the l4-l5 interspace. The cage was then inserted and ap and later c-arm fluoroscopy used to confirm excellent placement of the interbody device across midline. Thus, a transforaminal lumbar interbody fusion was performed with peek cage and bone morphogenic protein..¿

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent a tlif at l4-5 using peek interbody device with rhbmp-2/acs. Patient now reportedly suffers from chronic/severe back/leg pain, sharp/shooting pain in back/hip/leg, lack of sex drive, no appetite, depression, muscle spasms, numbness in leg, arthralgias, limb pain, rhyalgia, paresthesias, knee pain, joint stiffness/swelling, decreased rom, affected hands/hips/shoulders/knees, hypogonadism, myalgia, myositis, and s1 joint inflammation.